Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged on (B)(6) 2018 the patient experienced a blood glucose of 411mg/dl, with confusion, and polydipsia, associated with an alleged inaccurate delivery issue. Reportedly, the patient resumed treatment with the same pump, and was treated by their healthcare provider in the hospital with insulin via injection and intravenous fluids. During troubleshooting with customer technical support, it was revealed the patient did not change the time in their pump for daylight saving. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.